Event description:
It was reported that patient presented for routine generator change procedure. During procedure, it was noted that patient's new implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing. Programming changes were made. The patient was stable.